Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During anastomosis of graft, arterial tissue was injured requiring surgical repair. Once the 23 french sheath was placed, pigtails over table wire were advanced without any complications. .035 wire was exchanged for .018 wire. The impella was advanced over the .018 wire while advancing the impella into the innominate artery the impella was hard to advanced. The impella was pulled back and an angiogram was performed showing dissection, and no distal flow. Femoral access was obtained and a covered stent was placed, surgical was stapled to the graft and the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
No product was returned for analysis vascular damage - great vessel: clinical mention that graft arterial tissue was injured. No other clinical information related to how failure occurred was provided. The root cause of the vascular damage - great vessel was not determined as limited clinical information related to failure was provided. Delivery issues: clinical mention while advancing impella into the innominate artery the impella was hard to advance. Poor vasculature was mentioned in patient history. The root cause of the delivery issue was most likely patient condition related as evidenced by the difficulty advancing pump due to poor patient vasculature vascular damage - peripheral vessel: clinical mention dissection observed when pump was advanced. No other clinical information was provided as to how dissection occurred. The root cause of the vascular damage - peripheral vessel was not determined as insufficient clinical information was provided.

Manufacturer narrative:
H6 medical device problem code 2682 was inadvertently omitted on the initial manufacturer device report number.